Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose at the time of the admission was 598 mg/dl. The customer was treated with insulin drip and antibiotics during hospitalization. The customer experienced low blood glucose at the level of 54 mg/dl. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The insulin pump will not be returned for analysis.